Event description:
Facility alleged that the head up was not working. No injuries reported.

Manufacturer narrative:
Tech isolated the problem to the valve solenoid. Replaced the valve solenoid to resolve this issue.